Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage was found on the lcd isolation tape noted. No unexpected alarms noted. The insulin pump had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was getting repeated failed battery test notifications on he insulin pump. Her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.